Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and the excessive no delivery tests. No excessive no delivery alarm noted. The device was programmed with several boluses and monitored. Sll boluses delivered and were recorded in the bolus history screen. No bolus anomaly or history anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the bolus doses given since the night before were not showing in the bolus history. The customer's blood glucose level was 446 mg/dl; treated with manual injection. During troubleshooting, the customer stated that the drive support cap was recessed, the tubing had no air bubbles and insulin was not expired. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard were set up correctly. The alarm history showed multiple no delivery alarms and the customer received another no delivery alarm when checking the bolus history. The customer was unable to perform the high pressure test since she did not have a tubing clamp. The customer stated that her doctor advised to get a new insulin pump. The device was returned for analysis.